Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing intermittent alarms while on power module. The pt was instructed to go to battery and come to vad clinic. No alarms on battery. Pt reports that pt cable felt hot near bend relief. The vad coordinator inspected pins in pt cable and controller and could not see any obvious damage. Change pt cable and system controller. Placed pt on power module and had low voltage/pt cable disconnect alarms again. Changed clips: same alarms. Changing to new batteries. The pt remains on lvad support and no further issues have been reported.

Manufacturer narrative:
Usage of device: the usage of the returned power module 14 volt pt cable (lot# 35087360312) is not known to the MFR as the pt cable is not labeled for single use. The equipment that was exchanged at the time of the event has been returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.